Event description:
On july 7, 2008, a patient contacted lifescan (lfs) alleging that an ultrasoft lancing device's cap was falling off. The medical affairs specialist (mas) was able to contact the patient to obtain additional information about the event. The patient normally tests her blood sugar four times a day and takes insulin on a fixed scale to manage her diabetes. She mentions that about a week before contacting lfs, the cap on the ultrasoft lancing device was loose and that she reportedly hesitated to test her blood sugar as a result of the alleged issue. Because of the alleged issue, the patient reportedly did not make any changes in terms of her diabetes routine. During that same week (patient could not recall which day), the patient mentions that she felt "incoherent" after the alleged issue with the subject meter and states that her son called emergency medical service (ems) for assistance. The patient states that she does not remember what reading she received on the ems meter but she was rushed to the hospital at around 3 pm that same day. The patient reported that she obtained a blood glucose reading of "13 mg/dl" on the hospital meter and reportedly was treated with "sugar shots and given juice" before being discharged from the hospital at around 11:30 pm. Based on the information provided, this was not a new out of box product. The patient was using a regular cap for the lancing device and there was no meter trauma. This complaint is being reported because the patient claimed that she was not able to test her blood sugar and was reportedly treated in the hospital for hypoglycemia after the alleged meter issue began. The patient's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.